Event description:
It was reported that during an unspecified surgical procedure the craniotome device was bent. It was unknown to the reporter if there were any delays in a surgical procedure or if a spare device was available. It was unknown if injuries or medical intervention were reported. The exact date of the event was unknown. Several attempts have been made to obtain additional information concerning the reported event; however, no additional information has been provided. A supplemental medwatch report will be submitted if further information is received.

Manufacturer narrative:
Additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicatedif information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device. A visual assessment substantiated the reported condition. Therefore, the reported condition was confirmed. The assignable root cause was determined to be misuse, abuse and/or user error.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.